Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had scratches on display as well as on the top near battery and reservoir compartment. No harm requiring medical intervention was reported. Customer stated that they could not read the display. Customer stated that the plastic hole where pin slides into the clip was broken. Troubleshooting was performed. Customer was advised that the insulin pump needed to be replaced and to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with minor scratched lcd window. Test reservoir lock properly inside the reservoir tube.